Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00434 on (B)(4) 2013.01/22/2013 - additional information:the patient sample was provided to siemens for additional investigation. The sample was run on an advia centaur xp system and tested neat, auto diluted and treated with heterophilic blocking tube (hbt). The results were elevated for this patient's sample and congruent to what the customer had observed. The patient sample was also tested on an alternate digoxin test method and the result was lower as observed by the customer. The cause for the elevated advia centaur xp digoxin result is unknown and there is insufficient sample quantity left to perform further investigation. No conclusion can be drawn. Siemens patient sample digoxin test data results (ng/ml)system reagent lot neat result auto dilute result hbt results advia centaur xp 206 >5 6.36 4.25alternate system n/a <0.07 n/a n/a

Manufacturer narrative:
The cause for the elevated advia centaur xp digoxin results when compared to a lower test result from an alternate laboratory test method is unknown. The customer's assay calibrations and quality control results were within specifications at the time of the incident. The discordant sample has been requested for further investigation. No conclusion can be drawn.

Event description:
An elevated advia centaur xp digoxin result was obtained by the customer on a patient sample and the result was questioned by the laboratory pathologist. The elevated result was considered discordant when compared to the previous test results from an alternate laboratory test method. The patient was redrawn and the sample was retested on the advia centaur xp as well as sent out for testing at the alternate laboratory. The redraw digoxin result run on the advia centaur xp digoxin was still elevated when compared to the alternate laboratory test method result. The patient samples were also run on another digoxin test method and the results were low. There was no known report of adverse health consequences due to the discordant digoxin result.